Event description:
A voluntary MDR report was received on 12/04/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported that the patient experienced inaccurate cgm values which lead to diabetic ketoacidosis (dka). According to the report, the child was utilizing a tandem tslim x2 pump in hybrid closed loop. The dexcom cgm was reading between 140-160 mg/dl with a fairly straight line for about 16 hours with little variability. No cgm alarms were received. It was not documented if a bg was checked. The pump continued to deliver insulin as expected. Upon waking, the child had symptoms of dka and when the blood sugar was checked it was over 400 mg/dl while cgm continued to read in mid 100s. Blood ketones were large. The child went to the emergency department (ed) and was subsequently admitted to the hospital for treatment of dka secondary to cgm failure (inaccuracies), which did not lead to additional insulin delivery. This may have been exacerbated by mild viral illness. Infusion site from insulin pump did not have kink on removal, and did not appear to be occluded. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.